Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup customer had received 1000 cups without a lid. There was no report of impact to patient or user.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer in support of this complaint. Retained samples evaluation is not available for this product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine collection cup customer had received 1000 cups without a lid. There was no report of impact to patient or user.